Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet and blood was present in both header caps. A delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 90° to 220°, with the dialysate ports positioned at 0°. There was no other damage noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to verify the presence of blood in the dialysate, and it tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for a manufacturer evaluation.